Manufacturer narrative:
Concomitant product: sym9 stex rnd 9 cm x1 (lot# pnj0228x), abstack30x abs fixation device30 tacks (lot# n3l1261x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced mesh detachment, adhesions to small intestine, chronic abdominal pain, recurrence, and mesh erosion through bowel wall. Post-operative patient treatment included a bowel resection and revision surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced mental pain, scarring, permanent impairment, loss of enjoyment of life, defective mesh, pain, discomfort, inflammation, mesh detachment, adhesions to small intestine, chronic abdominal pain, recurrence, and mesh erosion through bowel wall. Post-operative patient treatment included a bowel resection and revision surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced allergic reaction, mental pain, scarring, permanent impairment, loss of enjoyment of life, defective mesh, pain, discomfort, inflammation, mesh detachment, adhesions to small intestine, chronic abdominal pain, recurrence, and mesh erosion through bowel wall. Post-operative patient treatment included lysis of adhesions, a bowel resection, medication, and revision surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: a4, b5, b6, b7, h6 (patient codes, ime e2402: crohn's disease, thickened areas of small intestine, inflammatory bowel disease), & additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of an abdominal ventral hernia. It was reported that after implant, the patient experienced allergic reaction, mental pain, scarring, permanent impairment, loss of enjoyment of life, defective mesh, pain, discomfort, inflammation, mesh detachment, adhesions to small intestine, chronic abdominal pain, recurrence, mesh erosion through bowel wall, omentum shows: vascular congestion (reduced blood flow); reactive mesothelial hyperplasia; serositis, small intestine shows: sub-serosal edema; hemorrhage; neovascularization; acute & chronic irritation, enlarging bulge over rectus muscle, hernia sac surrounded by adipose issue, small bowel obstruction, incarcerated knuckle of small bowel, left lateral failure at edge of mesh, enterotomy, crohn's disease, fistula, thickened areas of small intestine, fibrotic strictures of thickened bands along small bowel, inflammatory bowel disease, & uncomfortable hernia with abdominal musculature involved activity. Post-operative patient treatment included lysis of adhesions, a bowel resection, medication, revision surgery, CT scan, hernia repair, mesh revision, segmental enterectomy with enteroenterostomy, partial removal of mesh, enterotomy repaired with staples, negative pressure therapy system, exploratory lap, & hernia repair with mesh.